Event description:
Surgeon reports receiving multiple shocks from device while beginning procedure. Device removed from service and retained in risk management. No injury to patient. New device obtained, no further issues.